Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4), that was being used with the transmitter during the reported event of intermittent antenna icon was returned on (B)(6) 2014. Evaluation of the returned receiver confirmed the reported event. The root cause could not be determined because the complaint device was not returned.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the receiver displayed an out of range signal for about several hours on (B)(6) 2013. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.